Manufacturer narrative:
Device evaluation summary: the delivery system returned with the external slider and the tip capture release handle in the home position. The graft cover was s everely curved as it was folded in the return pouch and kit. There was no deformation observed to the tip capture release mechanism. The graft cover was retracted and advanced with no issue noted. There was no issue operating the tip capture release handle and mechanism. The reported premature deployment could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that once deployment started, the image looked unusual. The bare stent began to open as soon as it began to deploy. Normally, the bare stent would not open, so the physician noticed something unusual and stopped. The behavior was different from vamc, so that was when it was noted, film evaluation summary: the reported premature deployment of the bare stents was likely confirmed based on the video provided, however, the cause of the event could not be determined. The advancement of the delivery system into the target landing zone was not seen and therefore, the exact moment when the proximal bare stent were released from the tip could not be assessed. Analysis of the returned films did not reveal any obvious stent graft integrity issues medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant captivia stent grafts were implanted during the endovascular treatment of a thoracic aortic dissection . It was reported that during the index procedure the vamc2424c150 device was placed distally. When deploying the vamf3228c150tj device, the stent tip was already in a released state, however it was confirmed that the tip capture release handle had not been activated. Despite this, the deployment position was correct and so the graft was successfully placed. It was noted that after placement, the tip capture release handle functioned properly. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.